Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. The device evaluation found water tightness was lost due to the scope cover being worn, the air water cylinder had no color, the suction cylinder had no color, the switchbox was scratched, the down angulation was out of specification, the distal end cover was chipped, and the connecting tube coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed there was foreign material in the air/water tube and the air/water cylinder. This report is being submitted for the event found during evaluation. There was no patient involvement.